Event description:
It was reported that the transmitter unpaired itself. No product or data was provided for investigation. Problem could not be confirmed and probable cause cannot be determined. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4).

Event description:
Subsequent to the initial MDR, it was determined that a report was submitted in error. Upon further review, it was determined that the patient allegation does not meet the criteria of a reportable event.

Manufacturer narrative:
(B)(4). MFR (3004753838-2023-095328) was reported in error. Please disregard initial reporting of this event as this event has now been deemed not reportable.